Event description:
It was reported that the neck provisional broke off upon impaction.

Manufacturer narrative:
Evaluation summary: it was alleged that a g2 kinectiv neck provisional broke during impaction. Upon inspection, a fracture of one of the distal tabs was confirmed. Most likely, there was soft tissue or debris between the provisional and stem or the provisional was misaligned and impaction caused a fracture. However, the surgical technique does not recommend impaction of provisional necks. The recommended method for inserting the necks as per surgical technique encourages insertion by hand or using the kinectiv neck inserter. Evaluation: device history records indicate all components were manufactured and inspected to specification. The specimen has a potential field age of approximately 1 year.